Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated, and the reported device damaged by another device appears to be due to procedural circumstances/operational context. However, the reported slda appears to be due to the reported device damaged by another device as the advancing clip delivery system encountered the already implanted clip. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other mitraclip is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat grade 4 functional mitral regurgitation (mr). The first clip (91121u243) was implanted without issue. To further reduce mr, a second clip was advanced to the mitral valve (91121u383). The second clip interacted with the first implanted clip; causing the clip to detach from the posterior leaflet and remained attached to the anterior leaflet (slda). The second clip was implanted stabilizing the slda clip. Two additional clips were implanted further reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.